Manufacturer narrative:
The unit was received with all operating currents within specification and the unit passed all functional testing including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, unexpected restart error, and displacement tests. The unit also passed the self test. No excessive no delivery alarms or weak battery alarms were noted. The unit was downloaded to carelink pro and the report showed the history of pump activity for 06/06/2016. The unit was received with cracked casing at the display window corners.

Event description:
A nurse at the customer's hospital reported via phone call that the customer was hospitalized for a high blood glucose of 390 mg/dl. The incident occurred one month ago. The customer stated that the insulin pump had alarmed with no delivery. The device also had a weak battery alert. Troubleshooting was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.